Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-dec-2018, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-dec-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the system was removed due to lead migration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.